Event description:
It was reported that the customer had low blood glucose of 82 mg/dl and her insulin pump was malfunctioning, because it has been dropped and the bottom part of the insulin pump has broken off. Caller stated that part of the insulin pump broken and the rest had cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with cracked end cap and scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.